Manufacturer narrative:
Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. A review of the devise history report did not reveal any anomalies regarding the reported event against the product and lot combination. The investigation could not draw any conclusions about the reported event: however, it is suspected that the liner disassociated from the cup causing the noted damage to the liner (missing and or damaged ards, one edge deformed) and the head ball (scuff / scratches / dark streaks concentrated on one side), possibly resulting from the liner not being properly seated in the cup. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient presented to (B)(6) 2010. X-rays reported head high in acetabulum. Gp then referred patient to problem clinic in (B)(6) on (B)(6) 2010. Patient attended clinic on (B)(6) 2011, complaining of pain and "squeaking." X-rays indicated increased cup wear; therefore, revision surgery planned. Revision operation on (B)(6) 2011.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.